Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the plastic distal end cover and connecting tube of the colonovideoscope had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause as to why the foreign material remained in the device could not be determined. It was unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. No physical damage was confirmed at the place where the foreign material remained. The events can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection". IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.